Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor experienced signal loss, and the user was guided to toggle the cgm switch and restart the sensor with pairing code 2293, addressing a not-paired condition through troubleshooting and education. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health or medical care utilization. Investigation included customer support-led troubleshooting and user education focused on re-pairing and sensor restart procedures. Investigation of this case revealed a communication and pairing issue between the cgm system and the intended receiver, consistent with loss of signal and not paired status, with no evidence of sensor hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication and pairing failure resolved through re-pairing and sensor restart.